Manufacturer narrative:
Qn#(B)(4). The customer returned one image for analysis. Visual analysis showed the cath-gard sleeve in the stretched position. The inner pvc extrusion component is visible and appears functional. The customer also returned one cath-gard and a 7.5fr swan-ganz catheter for analysis. The sample was returned with the swan-ganz inserted through the cath-gard. Initial analysis of the cath-gard revealed that the distal and proximal housing units were in the locked position. Visual analysis did not reveal any defects or anomalies. The inner diameter of the proximal housing component measured 0.125", which is within the specification of 0.120-0.130" per housing component product drawing. The inner diameter of the distal housing component measured 0.125", which is within the specification of 0.120-0.130" per housing component product drawing. The inner diameter of the inner sleeve contained within the distal and proximal housing units measured 0.115", which is within the specification limits of 0.110"-0.117" per the sleeve extrusion product drawing. To perform functional testing, the housing units on the cath-gard were unlocked and the returned swan-ganz catheter was removed. The cath-gard was functionally tested per the instructions for use (IFU). The IFU provided with the kit states, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end. Slide entire catheter contamination shield to proximal end of catheter". The returned 7.5 fr swan-ganz catheter was advanced through the cath-gard and the swan-ganz catheter felt secure within the locked cath-gard. The lidstock for finished good cdc-29903-xcn1a states the cath-gard can be used for 7.5-8 fr catheters. R & d was contacted as part of this complaint investigation. Per the mrq for cath-gard, teleflex cath-gard shall have a pvc extrusion attached at one end to a plastic hub or catheter adapter. R & d also indicated that a 7.5 fr catheter represents a worst-case scenario for cath-gard security onto the catheter. Catheters with larger outer diameters (8 fr) better occlude the openings in the cath-gard resulting in a more secure fit. A device history record review was performed on lot# 14f22j0136, and no relevant findings were identified. The lidstock states, "for use with 7.5 - 8 fr. Catheters." The report that the cath-gard was not secure on the catheter body was not confirmed through complaint investigation of the returned sample. No defects or anomalies were observed on the returned cath-gard. The returned sample met all relevant dimensional and functional requirements when testing the worst-case scenario for cath-gard security onto the catheter. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we also have noted the lock not being as secure as we are used to, some patients have experienced migration of the swann." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00548, 9680794-2025-00549, 9680794-2025-00550, 9680794-2025-0055, and 9680794-2025-00552

Event description:
It was reported "we also have noted the lock not being as secure as we are used to, some patients have experienced migration of the swann." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00548, 9680794-2025-00549, 9680794-2025-00550, 9680794-2025-0055, and 9680794-2025-00552.

Manufacturer narrative:
Qn# (B)(4).